Event description:
It was reported that there was an impedance issue with the implantable neurostimulator and leads, specifically with electrodes 4 and 10, which were listed to avoid during an impedance check. Additionally, there was a loss of efficacy associated with the device. The cause of these issues was identified as a car accident. Troubleshooting was performed by programming around the impedance issue. It is unknown if the issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID: 97715, serial# (B)(6), implanted: (B)(6) 2019, product type: implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-mar-2023, UDI#:(B)(4) ; product ID: 97715, serial/lot #: (B)(6), ubd: 28-jan-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.